Event description:
While performing an ankle fusion, the third of three screws ran into another screw. This lead to part of the thread crest shearing off. This sheared off segment actually began to exit one of the other incisional wounds, so the surgeon was able to pull it apart from the screw. No adverse condition to the pt was reported.

Manufacturer narrative:
Device was not returned for eval.